Event description:
The customer reported to olympus, that the high flow insufflation unit had a screen blackout. The issue was found during laparoscopic procedure and the patient was not under sedation. There was no delay in the procedure, and they finished the procedure with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The evaluation found the device cannot be turned on due to a faulty printed circuit board (cr). The alarm went off due to the faulty cr board, as this occurred due to the faulty cr board (pressure sensor/pressure sensor circuits. . A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the customer's reported phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It was found during the evaluation, an alarm was generated and the device could not be turned on occurred due to a faulty printed-circuit board. The cause of the cr board could not be identified. Olympus will continue to monitor field performance for this device.